Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for radiculopathy. The patient¿s battery was overdischarged for a second time so they decided to replace it. The patient had moved around a lot and was not able to keep up with recharging. The rep offered a primary cell but the patient decided that with the help of a skilled care staff they would be able to keep up with recharging. The ins was replaced. The impedances were within normal limits and the patient was programmed and happy. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.